Manufacturer narrative:
Additional information was provided in b.5., d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the iol was placed in the cartridge. When the iol was checked before placement, iol was seen damaged. The iol was incorrectly loaded, which caused a mark on the iol.

Event description:
A healthcare professional reported that during an intraocular lens implant procedure before injection the surgeon noticed a mark on implant. The procedure was completed with company back up lens. No clinical consequences observed for the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).